Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that, while the surgeon was attempting to ream for the lag screw, after opening two different gamma sets, the surgeon commented that both step reamers required excess force.